Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. The ivus catheter was returned to the manufacturer for evaluation. The returned device was inspected and damage was observed. The proximal end of the distal shaft was zippered open from the exit port to approx 60 mm of the distal shaft exposing the inner lumen. The inner lumen was observed to have been punctured and severely stretched in an accordion shape. There were no missing parts on the catheter. Based on the physical examination of the device, it appears that the guidewire punctured the inner lumen and the catheter got stuck in the guidewire while both devices were in the sheath. An attempt to remove the catheter from the guidewire could have resulted in the inner lumen becoming damaged in an accordion shaped and torn distal shaft. The inner lumen puncture is a result of user handling. This failure is typically observed when the guidewire and catheter are not held straight while loading the catheter over the guidewire. The IFU precaution for this device states "when inserting the guide wire both catheter and wire must be straight with no bends or kinks, or damage to inner lumen may occur." No further action is required.

Event description:
It was reported that the ivus catheter was used with .014 guidewire and 5f sheath. The target lesion was the right external iliac with 20% occlusion and medium tortuousity. The ivus procedure went well; however, when the ivus catheter was being removed from the pt, the physician felt resistance due to the ivus catheter becoming stuck on the sheath. It was reported that under fluoroscopy, it looked as if the ivus catheter tip was separated with one piece on the sheath and the other sheared on the guidewire. However, the tip of the ivus catheter was stretched but not detached when it was removed from the pt's body. All pieces of the ivus catheter were accounted for and the pt did not experience any adverse events. The pt was discharged as expected.